Event description:
It was reported that the patient did not experience any symptoms other then atrial fibrillation itself. The patient was first treated with intravenous (IV) amiodarone and was then transitioned to oral amiodarone. The arrhythmia did not result in clinical compromise. Arrhythmia was noted to be sustained and was not related to the lvad itself. However, it is possible this event was related to the lvad implant procedure. The event occurred post-operatively. Atrial fibrillation resolved without sequelae. The patient was taken off oral amiodarone on (B)(6) 2021 due the to side effects of hair loss and tremor.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1, ¿introduction¿, of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went into atrial fibrillation on (B)(6) 2021. They returned to normal sinus rhythm on (B)(6) 2021 but returned to atrial fibrillation of (B)(6) 2021. The patient's condition was ongoing but stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia and bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1, ¿introduction¿, of this document lists cardiac arrhythmia and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, section 6 lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that on 18jan2021 the patient's hemoglobin and hematocrit (h/h) dropped from the preoperative value of 12.3/37.0 to 7.7/22.0; the patient had a 4.5 drop in hemoglobin and a 15 point drop in hematocrit. Subsequently, the patient received 1 unit of packed red blood cells (prbc) and 6 units of fresh frozen plasma (ffp). On (B)(6) 2021, the patient's h/h remained low at 7.9/23.3 and they received 2 units of platelets and 6 units of prbc. The event resolved without sequelae on 20jan2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1, ¿introduction¿, of this document lists cardiac arrhythmia and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, section 6 lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had fluid overload and was started back on diuretics. They were also noted to have vasolplegia on norepinephrine and vasopressin that resolved on (B)(6) 2023 and were on inotrope support. Enteric tube (et) coursed below the diaphragm with the tip projecting over the upper abdomen; et was repositioned in the gastric body. The patient also experienced dysphagia on (B)(6) 2021 that resolved the same day.